Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit passed self test. Unit received with missing retainer ring, missing reservoir tube o-ring, cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and minor scratched lcd window. J.a 03/22/16. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir compartment was damaged and the reservoir cap did not cling quiet right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.